Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the reciprocating saw attach exploded. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2, d9, g1, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the locking mechanism was broken and the unit failed to rotate due to broken internal components. The unit was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. The root cause of the reported event is attributed to component failure from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because it was confirmed that there was no electrical based explosion that occurred with this device. Therefore, this medwatch will be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because it was confirmed that there was no electrical based explosion that occurred with this device. Therefore, this medwatch will be voided.